Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 133083: 80 items manufactured and released on 09-oct-2013. Expiration date: 2018-aug-31. No anomalies found related to the problem. To date, 74 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. 7 years after the primary surgery, the surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.